Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a ventral hernia, the surgeon tried to use the device and it did not work. He replaced the cord, but did not work until the scissors were replaced. Case completed with another device of the same product code. There were no patient consequences reported.